Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergy symptoms') in a female patient who had essure (batch no. C35396) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("changes to menstrual cycle"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity had resolved and the menstrual disorder outcome was unknown. The reporter considered hypersensitivity and menstrual disorder to be related to essure. Batch no c35396, production date 2014-03-18, expiration date 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. On 10-mar-2021: ha number received - (B)(4). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergy symptoms') in a female patient who had essure (batch no. C35396) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and menstrual disorder ("changes to menstrual cycle"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity had resolved and the menstrual disorder outcome was unknown. The reporter considered hypersensitivity and menstrual disorder to be related to essure. Batch no c35396, production date 03/18/2014, expiration date: 03/31/2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated pregnant was updated from unknown to no; essure stop date, event injury nos was updated to allergy symptoms, event changes to menstrual cycle was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergy symptoms/allergic or hypersensitivity reaction') in a female patient who had essure (batch no. C35396) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity had resolved and the menstrual disorder, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Batch no: c35396, production date: 2014-03-18, and expiration date: 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Date of insertion updated. Events: abnormal bleeding, pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction") in a female patient who had essure inserted (lot no. C35396). Additional non-serious events are detailed below. The patient had a medical history of diarrhoea, pain breast, parity 2, diarrhoea, abdominal pain, post coital bleeding, stress incontinence and anxiety. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced hypersensitivity (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2019). At the time of the report, the hypersensitivity had resolved. The outcomes for menstrual disorder, genital haemorrhage and pelvic pain were unknown. The reporter considered dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [haematocrit] on (B)(6) 2019: range - 0.340-0.460. 0.377/ll [haemoglobin] on (B)(6) 2019: range- 114-154. 123 g/l [mean cell volume] on (B)(6) 2019: range - 80.5-99.0. 90.0 fl [red blood cell count] on (B)(6) 2019: range - 3.75-5.15. 4.20 x10a12/I [white blood cell count] on (B)(6) 2019: range : 3.7-10.6. 4.7 x 10a9/I batch no c35396, production date 2014-03-18, expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: event -"dyspareunia", added, reporters information patient medical history and lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.